Event description:
It was reported that patient had breast reductions was started pico on nov, 8th. Then the patient ended up in the emergency room this past saturday, nov. 9th, due to having fever. The nurse found out that while her patient was the the ER, they "unhooked" pico dressing, and it has been off since. She clarified that while the patient was in the ER, labs were performed but no radiologic procedures were done so the device was not exposed to any electromagnetic field and that the device did not ever get wet or dropped. She stated that when the patient came in for dressing change appointment, she "borrowed" two pico dressings from different hospital unit. However, while they tried to restart the two pumps with new batteries this morning after dressing change, the same indicators showed all lights solidly illuminating. The nurse has her user manual in front of her and is well aware about the pump error resulting to device no longer applying therapy. Nurse was informed that once all lights are solidly illuminating, it cannot be reset as there is pump error even if new batteries were placed. She replied she did press the orange button to try to restart therapy, but the two devices would no longer work. No further information available.